Manufacturer narrative:
Additional information: section h imdrf annex codes: correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-may-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was slow. A technical support specialist (tss) identified that the remote support service, hard drive space and memory were fine and also verified the facility formulary and found about 5,500 medicines were inactive. The tss then dialed into the station, logged in as admin, confirmed no backup for database, verified the station communication and completed the station synchronization. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station had exhibited slow performance when removing a medication. The customer stated that the malfunction occurred when a user tried to issue medications to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station had exhibited slow performance when removing a medication. The customer stated that the malfunction occurred when a user tried to issue medications to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.